Event description:
The lead was previously reported as explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. New info indicates the pt presented post operatively with a pneumothorax.